Event description:
It was reported that during a vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, the customer received a c-34 error on the integrated electrosurgical unit (iesu) generator. They disconnected the external foot pedals and attempted several restarts on the erbe. The unit faulted on each startup. The customer connected a backup third-party generator and continued with the procedure. The procedure was completing as planned no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a separate generator was connected to the da vinci vision side cart. There was no injury or harm to the patient. There was a delay approximately 20 minutes.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse powered on the erbe, and it faulted immediately. Fse replaced the erbe to resolve the faults. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The erbe was analyzed, and the reported failure was confirmed and reproduced. Fa found errors c-34 and c-00 in the logs. The unit was placed on an in-house system and was run in normal mode. The unit has no significant scratches or dents. The front bezel is not cracked.

Manufacturer narrative:
The vio integrated electrosurgical unit (iesu) generator was sent to and evaluated by the original equipment manufacturer (OEM). Initial failure analysis (fa) findings were confirmed and reproduced. The unit generated a c-34 error. Troubleshooting determined there was a malfunctioning hf generator pcb to be the cause of the failure and once replaced, the error ceased. Unrelated to the reported issue, a noisy fan was replaced.